Manufacturer narrative:
Concomitant products:model: d314trg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited some detection/oversensing double counting of the bi-v paced morphology which resulted in the patient experiencing multiple inappropriate therapies. Reprogramming was completed, and eventually the ICD was removed and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.